Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 265 mg/dl. She retested using another meter and received a reading of 131 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for eval. Replacement test strips were sent to the customer. The breeze2 meter was also replaced at the customer's insistence.